Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield duo¿ pen needle experienced threading and attachment issues. The following information was provided by the initial reporter: some of the needles are not properly threaded so they do not attach to the pen.

Manufacturer narrative:
H.6. Investigation summary: a complaint lot history check was performed on lot # 1258336 for does not attach as intended and molding defective. This is the 1st. Related complaint for does not attach as intended on lot # 1258336. Customer returned an image of an autoshield pen needle. The pen needle is not attached to the pen. However, the cannula of the pen needle remains lodged in the tip of the pen. The image does not show the interior of the pen needle to inspect its threading. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the image received, embecta was able to confirm the customer¿s indicated failure of the pen needle not attaching as intended and unable to confirm the customer¿s indicated failure of defective molding. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause of the pen needle not attaching as intended or molding defect cannot be determined as the sample was not returned for further inspection and testing. A potential cause could not be determined using the limited information provided. Based on the investigation, no CAPA/sa is required at this time.

Event description:
It was reported that the bd autoshield duo¿ pen needle experienced threading and attachment issues. The following information was provided by the initial reporter: some of the needles are not properly threaded so they do not attach to the pen.